Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection identified a tear in the center of the silicone balloon, roughly 3mm across. The opening exhibited smooth sides with no removal of material and no tearing. The balloon will not inflate. Bubbles were seen rapidly releasing from the puncture during a bubble emission test in plain water. Based on the returned condition of the device and the evaluation results, the reported complaint was confirmed for "inflation issue". The DHR were reviewed. The record shows that the device lot conformed to all specifications and requirements. It passed the leak test prior to the release. No tooling which could cause or contribute to a rupture is currently used in the manufacturing process.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 balloon on the btt port did not inflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 balloon on the btt port did not inflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.